Event description:
It was reported that the patient was not able to adjust stimulation. The patient observed a call your doctor icon and an information power on reset (por) on the patient programmer. Symptoms or complications associated with the event included a momentary inability to make changes on the device. The patient was assisted in clearing the por using the patient programmer. The por was successfully cleared but the error code that accompanied the por was not specified. The patient was able to freely use the device after clearing the por. This action resolved the reported issue. The cause of issue was not determined. The patient had also contacted their manufacturer representative (rep) about this event but when the rep returned the call 20 minutes later the patient had already been helped with the por. The event occurred during normal use. The product status was implanted and remains in service. The patient¿s status at the time of this report was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).